Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, tonsillectomy in 2012, adenoidectomy in 2012, caesarean section ((B)(6) 2005 - (B)(6) 2014), gravida ii and parity 4 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2014). Previously administered products included for an unreported indication: depo provera in 2013. Concurrent conditions included overweight. Concomitant products included escitalopram oxalate (lexapro) and sertraline (zoloft) for depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("severe cramping"), menorrhagia ("extended duration of menstrual cycles"), alopecia ("hair shedding"), hair growth abnormal ("hair stopped growing"), dizziness ("dizzy spells"), vertigo ("vertigo"), night sweats ("night sweats"), arthralgia ("joint pain"), pain in extremity ("pain in both feet"), coital bleeding ("bleeding with intercourse/ spotting after intercourse"), abdominal pain ("severe and persistent abdominal pain / sharp pains on left side of stomach"), the first episode of abdominal distension ("abdominal swelling"), headache ("headaches"), muscle spasms ("muscle spasms"), depression ("severe depression"), nausea ("nausea"), neck pain ("neck pain"), hypoaesthesia ("numbness in left arm"), menstrual disorder ("abnormal menstrual cycle"), the second episode of abdominal distension ("bloating"), hot flush ("hot flashes"), pain ("all over body aches"), memory impairment ("forgetfulness / hard time remembering things"), allergy to metals ("allergic to nickel") and treatment noncompliance ("she did not used any birth control or contraception"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vertigo, abdominal pain, nausea, neck pain, hypoaesthesia, menstrual disorder, the last episode of abdominal distension, hot flush, pain, memory impairment, allergy to metals and treatment noncompliance outcome was unknown, the vaginal haemorrhage, abdominal pain lower, menorrhagia, alopecia, hair growth abnormal, dizziness, night sweats, arthralgia, pain in extremity, headache, muscle spasms and depression had resolved and the coital bleeding was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, coital bleeding, depression, dizziness, hair growth abnormal, headache, hot flush, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, treatment noncompliance, vaginal haemorrhage, vertigo, the first episode of abdominal distension and the second episode of abdominal distension to be related to essure. The reporter commented: pfs- patient received treatment for neck pain, numbness in left arm, and severe depression, sharp pains on left side of stomach, severe cramps, heavy bleeding, abnormal menstrual cycle, vaginal bleeding and spotting after intercourse, pelvic pain, and bloating. Patient not sought treatment for hair stopped growing and started shedding, night sweats, hot flashes, joint pain, all over body aches, and having a hard time remembering things, forgetfulness. Patient received hysterectomy as a treatment for event abnormal menstrual cycle, pelvic pain, hysterectomy, bleeding with intercourse/spotting after intercourse,severe and persistent abdominal pain, heavy vaginal bleeding, severe cramping. Mr-left side maybe l or 2 coils being visualized right side to 4 coils being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In 2014 underwent hysterosalpingogram. Most recent follow-up information incorporated above includes: on (B)(6) 2017: events - "heavy vaginal bleeding, severe cramping, extended duration of menstrual cycles, hair shedding, hair stopped growing, dizzy spells, night sweats, vertigo, joint pain, pain in both feet, bleeding with intercourse/ spotting after intercourse, severe and persistent abdominal pain / sharp pains on left side of stomach, abdominal swelling, headaches, muscle spasms, severe depression, nausea, neck pain, numbness in left arm, abnormal menstrual cycle, pelvic pain, bloating, hot flashes, all over body aches, allergic to nickel, she did not used any birth control or contraception", reporter, historical condition, concomitant drug added from pfs. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "she did not used any birth control or contraception" and device monitoring procedure not performed "plaintiff did not undergo this test". The patient's medical history included tonsillectomy in 2012, adenoidectomy in 2012, depression, caesarean section ((B)(6) 2005 - (B)(6) 2014), multigravida and parity 4 ((B)(6) 2002, (B)(6) 2005, (B)(6) 2005, (B)(6) 2014). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included overweight, anxiety, dysmenorrhea and cervical dysplasia. Concomitant products included escitalopram oxalate (lexapro) and sertraline hydrochloride (zoloft) for depression. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding"), abdominal pain lower ("severe cramping"), menorrhagia ("extended duration of menstrual cycles"), alopecia ("hair shedding"), hair growth abnormal ("hair stopped growing"), dizziness ("dizzy spells"), vertigo ("vertigo"), night sweats ("night sweats"), arthralgia ("joint pain"), pain in extremity ("pain in both feet"), coital bleeding ("bleeding with intercourse/ spotting after intercourse"), abdominal pain ("severe and persistent abdominal pain / sharp pains on left side of stomach"), swelling abdomen ("abdominal swelling"), headache ("headaches"), muscle spasms ("muscle spasms"), depression ("severe depression"), nausea ("nausea"), neck pain ("neck pain"), hypoaesthesia ("numbness in left arm"), menstrual disorder ("abnormal menstrual cycle"), bloating ("bloating"), hot flush ("hot flashes"), pain ("all over body aches"), memory impairment ("forgetfulness / hard time remembering things"), allergy to metals ("allergic to nickel"), abdominal pain upper ("stomach pain/sharp pains on left side of stomach") and swelling ("swelling"). The patient was treated with surgery (underwent hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vertigo, abdominal pain, nausea, neck pain, hypoaesthesia, menstrual disorder, bloating, hot flush, pain, memory impairment, allergy to metals, abdominal pain upper and swelling outcome was unknown, the vaginal haemorrhage, abdominal pain lower, menorrhagia, alopecia, hair growth abnormal, dizziness, night sweats, arthralgia, pain in extremity, headache, muscle spasms and depression had resolved and the coital bleeding and swelling abdomen was resolving. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, arthralgia, coital bleeding, depression, dizziness, hair growth abnormal, headache, hot flush, hypoaesthesia, memory impairment, menorrhagia, menstrual disorder, muscle spasms, nausea, neck pain, night sweats, pain, pain in extremity, pelvic pain, swelling, swelling abdomen, vaginal haemorrhage, vertigo and bloating to be related to essure. The reporter commented: pfs- patient received treatment for neck pain, numbness in left arm, and severe depression, sharp pains on left side of stomach, severe cramps, heavy bleeding, abnormal menstrual cycle, vaginal bleeding and spotting after intercourse, pelvic pain, and bloating. Patient not sought treatment for hair stopped growing and started shedding, night sweats, hot flashes, joint pain, all over body aches, and having a hard time remembering things, forgetfulness. Patient received hysterectomy as a treatment for event abnormal menstrual cycle,pelvic pain, hysterectomy, bleeding with intercourse/spotting after intercourse,severe and persistent abdominal pain, heavy vaginal bleeding, severe cramping. Mr-left side maybe l or 2 coils being visualized. Right side to 4 coils being visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. In 2014 underwent hysterosalpingogram. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record; depression, pelvic pain, dysmenorrhea, heavy menstrual bleeding. Most recent follow-up information incorporated above includes: on 6-mar-2020: plaintiff fact sheet received. Events stomach pain, swelling & device monitoring procedure not performed. Added. Product, patient & reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.